Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation and device evaluation. The device was evaluated by olympus. And the reported ¿no image¿ was confirmed. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, it was determined, that while the user was handling the device, physical stress was applied to the insertion section of the device. This led to damage of charge-coupled device (ccd-unit). However, the root cause of the event could not be determined. The event can be detected/prevented by following, the instructions for use (IFU) which state: ¿inspection of the endoscopic image¿: ¿before inserting the endoscope, place the mouthpiece in the patient¿s mouth in order to prevent the patient from biting the insertion section. Biting the insertion section may result in breakage of the ccd cable or light guide¿. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the image issue was observed, during reprocessing. Although, there was report of a procedural delay, due to the issue. The duration of the delay was unspecified. There was no report of patient impact.

Event description:
It was reported that the bronchovideoscope had no image. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.